Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) has an overheating issue. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation of the xenon lightsource was able to duplicate the smell, which was coming from the dust buildup on the power supply unit (psu). Evaluation also identified that the top and bottom trim were cracked and the ac ferrite core was damaged. The top and bottom trim, right side panel, psu and lamp were replaced. Evaluation and function test were performed and the unit passed all tests. Root cause analysis - the reported complaint was confirmed. The issue of this 00mlx unit overheating was most likely due to damage to the unit caused by rough handling/environmental damage and improper cleaning/maintenance. No manufacturing, workmanship, or material deficiency has been identified.